Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set was leaking in the tubing on (B)(6) 2025. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 6009528 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6009528 were previously tested in 2115552 on (B)(6) 2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6009528 was manufactured according to the wi version 81 and packaging in the multivac 12, on 03/oct/2024, with a total of 57,000 units. Assembly of quick set: the lot 4j05601 was manufactured according to the wi version 27 assembled in the quickset line, on (B)(6) 2024, with a total of (B)(4) units. The lot 4j05619 was manufactured according to the wi version 27 assembled in the quickset line, on (B)(6) 2024, with a total of (B)(4) units. The lot 4j05620 was manufactured according to the wi version 27 assembled in the quickset line, on (B)(6) 2024, with a total of (B)(4) units. Gluing of quick set. The lot 4j05595 was manufactured according to the wi version 42 in the gluing of quick set machine mp04 & mp08, on (B)(6) 2024, with a total of (B)(4) units. The lot 4j05594 was manufactured according to the wi version 42 in the gluing of quick set machine mp04, mp05 & mp08, on (B)(6) 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 6009528 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.